Event description:
It was reported that the patient's family member called to report that the remote monitor does not get past the first green light during telemetry. The remote monitor will be returned and a new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - no anomalies found.

Event description:
It was reported by the patient's spouse that the previously working remote monitor does not get past the first green light during telemetry. Troubleshooting attempts were unsuccessful. The monitor was returned and replaced. No patient complications were reported as a result of this event.